Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
It was reported that a pt with an ankle fracture had an ankle non-union procedure. The surgeon used a ring fixator and installed fourteen reduction wires on the ring. On the fifteenth and last wire the tensioner fell apart and the wire was stuck inside the tensioner. All pieces were retrieved; surgeon cut the wire from the ring and used the russian method to install the wire to the ring. The procedure was completed without pt harm. This is 2 of 2 reports for the same event.